Manufacturer narrative:
The batch paperwork for the returned lot was reviewed and confirms the lot was manufactured to meet all quality requirements. One sample was returned for evaluation, contained in its original unit carton, with its original pack. Visual examination of the returned unit shows that the shape of the tubing has been altered using the stylet wire and the tracheal cuff is stretched over the tracheal cuff notches. The returned unit was inflated using manufacturing parameters. Both cuffs on the returned unit inflated without any defects or restrictions noted. The bronchial cuff deflated without any issue however the tracheal cuff could not be fully deflated. The stylet wire was removed from the tubing and 4mls of air was removed from the tracheal cuff. The returned unit was re-inflated. The returned unit was inflated / deflated three times and no issues noted. The reported defect could be detected on the sample returned for evaluation when testing the tube with the stylet wire in place, however once the stylet wire was removed the returned unit was found to function as intended. Further examination also shows a clear flaky substance on the bronchial cuff which is not from our manufacturing process. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during pre-test, the endobronchial tube cuff was unable to deflate. There was no pt involvement.

Manufacturer narrative:
The endobronchial tube was returned to covidien for an investigation. However, it has not yet begun. (B)(4).